Manufacturer narrative:
(B)(4). The biosense webster, inc. Failure analysis lab received the device for evaluation. The returned device was visually inspected and it was found reddish material inside the pebax, additionally an open area above the ring #1. For the condition observed on the scanning electron microscope (sem), testing was performed and showed that the external surface of the pebax exhibited evidence of scratches and a pinhole. It is possible that an unknown object hit and ruptured the pebax. The sem also showed evidence of a hole on the surface of the section between ring# 1 and the dome. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of damage cannot be determined.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. The smart touch bidirectional sf catheter was removed from the cardiac cavity and it was noted that blood accumulated at the spring part of the tip. The procedure was continued without patient's consequence. Additional information was requested and received on the event. The system did not present any error messages. The physician did not see any product problem. There were no issues related to temperature or flow on the catheter. The generator was set to power control mode. The other generator parameters were not known. They were using anticoagulation during the procedure. Foreign material was found underneath the pebax. However, there is no damage reported to the pebax integrity that could cause the foreign material to travel into the blood circulation. Therefore, this issue has been assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the product for analysis on june 6, 2017 and noted the not reportable condition of the reddish brown material inside the pebax. This issue remains not reportable. After further examination on june 7, 2017 it was discovered that there was an open area just above ring # 1 on the distal side. Also noted from the scanning electron microscope (sem) results, was that the external surface of the pebax exhibited evidence of scratches and pinhole. Both the issue of the open area just above ring #1 and the hole on the pebax have been assessed as reportable malfunctions as the risk to the patient was critical due to the potential of thrombus formation from exposure to internal parts of the catheter. Therefore, the awareness date was reset to june 7, 2017.